Event description:
On (B)(6) 2015 - per ms&s: physician states that they have had 3 4.2 french broviac fracture.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.